Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that when the introducer device was removed from use with pt, the user was unable to lock the introducer needle into the safety mechanism. No adverse effects to pt or user reported.